Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for analysis, which may have assisted in the investigation. A suture break can be affected by numerous factors including, but not limited to: manufacturing, anatomical condition of the patient and the user technique when pulling the rail suture. The access site was not calcified, and scar tissue was not present. Possibly pulling the limb suture harder than required may have contributed to the suture break. A conclusive cause for the reported suture break cannot be determined. A review of the device history record did not reveal any relevant non-conforming material records associated with this lot that were related to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents reported for a suture break. In addition, sampling of finished devices is destructively tested to verify the functionality of the device.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) following a percutaneous coronary interventional procedure using a proglide device. During the step of locking the knot by pulling back on the white non-rail suture, keeping the suture coaxial to the suture trimmer, the sutures accidentally broke. The suture material was discarded and hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician was reportedly in-training in the use of the proglide device at the time of this event. A 6fr. Sheath was used during the vessel closure procedure and the index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).